Event description:
It was reported by a doctor that a male patient had the abutment and crown of an implant break at the neck. There was no injury to the patient but the patient required the implant to be remade and the patient now has that seated. The implant was done in 2022.